Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
Reportedly, during a follow-up performed after an MRI scan, a sensing test was performed and stopped with the stop button. After stopping this test, the subject pacemaker continued working under the test conditions (ddi mode and basic rate of 30min-1) for 40 seconds. This behavior could be repeated two more times by the physician; before each repetition, the programmer was restarted and the telemetry head was placed in a different position.